Event description:
It was reported that the physician could not feel the vessel transition when advancing the hemostasis device. He kept advancing it until blood flowed back through the hemostasis device and around it. The iab was removed and replaced without any complications.